Event description:
It was reported that the nosecone detached from the catheter. Upon insertion, the nosecone broke off at the distal front of sheath. The physician performing the procedure believes that there was a wire wrap in the common femoral area. A vascular surgeon was called to perform the surgery to remove the nosecone. Cutdown surgery done to remove the nosecone from the common femoral. The patient is doing well.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Additional information: reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.